Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose was running low. The blood glucose reading was 49 mg/dl and the customer treated with juice and glucose tablets. The customer had not received a threshold suspend due to the sensor reading higher.